Event description:
Customer initially reports cables are burning out. Connnected to conmed 5000 generator. Settings 30 and 60. On (B)(6) 2015 customer reports an odor also noted. No harm to patient or staff.

Manufacturer narrative:
On 8/26/15 integra investigation completed. Manufacturing date unknown. Method: failure analysis, device history evaluation. Results: failure analysis -the connection zone is burnt. There is no external damage on the tube. Device history evaluation - unknown lot, impossible to do the DHR. Conclusion: the most probable cause of the defect is the formation of an electric arc, probably due to the presence of humidity in the connection zone. It can come from a defect of cleaning or of drying of the instrument.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.